Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset and battery issue was verified. The alleged temperature alarm was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset. Upon powering the pump back on, the customer received a temperature alarm and a power source alert. Reportedly, when plugged into a power source, the battery gauge went from 5% battery life to 40% battery life to 100% battery life. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer had back up insulin pen injections for continued insulin therapy.